Event description:
On (B)(6) 2017, the reporter (pharmacist) for the patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultra 2 ping meter read inaccurately high compared to another meter (ambulance meter). The complaint was classified based on customer care advocate (cca) limited documentation as cca were unable to follow up with the patient. The reporter detailed that the alleged issue began on (B)(6) 2017, at an unspecified time. The reporter detailed that the patient tested their blood and obtained an alleged reading on the subject meter of 22.0mmol/l compared to a blood glucose result of ¿1-2 mmol/l¿ on the ambulance meter. It is unknown how much time passed between obtaining these results. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter was unable /unwilling to say how the patient manage their diabetes and reported that they took an unspecified additional dose of insulin in response to the alleged inaccurate high result. The reporter detailed that the patient ¿became ill¿ and called the ambulance when they obtained the blood glucose result of ¿1-2 mmol/l¿ on the ambulance meter. At the time of trouble shooting, the cca confirmed that the patient¿s test strips were kept out of the vial, loose in the zipped compartment of the carrying pouch. The reporter was unable to perform any troubleshooting as the patient had disposed of the subject meter. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.